Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was bent. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to corrections required. Updated fields: d9, g1, h2, h3, h6, h11. Corrected fields: d4 - unique device identifier (UDI) #1, g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the unit had the fiber breakage, light guide adaptor loose, dents on edge on objective frame, bent and dents on outer tube, dirt in objective unit and the unit failed the light transmission. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.